Event description:
On (B)(6) 2010, the pt reported that she noticed condensation in the cartridge compartment of the infusion device on (B)(6) 2010. She removed the insulin cartridge and dried the cartridge compartment with a cotton swab but was unable to dry under the piston rod. She changed the insulin cartridge on (B)(6) 2010 or (B)(6) 2010, and states that today she notices condensation again. She believes the insulin cartridge is leaking. She does not see any damage to the insulin cartridge. She stated, she correctly removes the insulin cartridge from the infusion device and the plunger has not become separated from the cartridge. She does not reuse insulin cartridges and she allows insulin to reach room temperature prior to use. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and the infusion device, infusion set, insulin cartridge and adapter were requested to be returned for eval.